Event description:
It was reported that right hip revision surgery was performed due to worsening pain since (B)(6) 2017. Aspiration negative for infection. Esr 9, crp 10.7. MRI negative for pseudotumour.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the acetabular cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup, hemi head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and stem. Similar complaints have been identified for the cup and sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The intra-operative revision report documents ¿metallosis in surrounding soft tissue with joint effusion, acetabular bone loss, and cavitary osteolysis¿. The clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed. The root cause of this patient¿s pain cannot be concluded. Additionally, the explanted device was not returned for evaluation and it cannot be concluded that the reported clinical reactions are associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.